Manufacturer narrative:
(B)(4). Concomitant medical devices: item number us157856 item name m2a-magnum pf cup 56odx50id lot # 815320; item number 11-103204 item name taperloc por fmrl lat 10x140 lot # 906780. The device will not be returned for analysis due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00078.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently, patient was revised 12 years later due to pain. Metallosis was found during the revision but not enough to take the stem. The head and taper adapter were removed and replaced with active articulation devices. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the taper was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the taper was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.